Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient would have to have their pump explanted due to an infection.  The caller stated they pulled cultures on (B)(6) 2021 and after a couple of days, it was determined the patient had "proteus bacteria crescent" in the pocket underneath the pump.  It was currently being controlled by IV antibiotics at home and the pump would have to be explanted. Troubleshooting was not required. The issue was not resolved through troubleshooting.  The caller and patient were redirected to their healthcare professional (hcp) to further address the issue.